Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was explanted due to an unknown type of infection. It was unknown if any cultures were taken or if treatment with antibiotics was necessary. It was noted that the device was to be replaced in the future but had not been scheduled at the time of this report. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).